Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.correction is being made to previously submitted b4 - 7/19/2024, which was not late. The correct date was 7/23/2024. Due to the crowd strike error the receiving server was down.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a foreign matter coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, e4, and h6 (impact code). Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [july/19/2024]. Additional information added to field d8, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not specify the cause. Regarding to the foreign material, organic silicone was detected, it was thought to be a chemical agent whose main component is organic silicone (antifoaming agent, lens anti-fogging, etc.), but as its origin is diverse, it was unable to identify it. The events could have occurred because residual chemicals could not be completely removed by reprocessing, water remaining in the channel/water droplets near the nozzle outlet that were not wiped dry inside the nozzle and accumulated as residual water marks. Olympus will continue to monitor field performance for this device.